Event description:
Medtronic received information that twelve days post implant of a bioprosthetic valve, brief episodes of atrial tachycardia were observed. The next day there was a 2. 7 second pause in heart rhythm and was believed to be sick sinus syndrome. The following day a permanent pacemaker was implanted. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).